Manufacturer narrative:
The complaint device was used in the pyloris/duodenal area; however, maxforce tts dilatation balloons are indicated for use in the esophagus.

Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an esophagogastroduodenoscopy (egd) procedure with dilatation was performed to treat a stricture in the pyloris/duodenal area. According to the complainant, during the procedure, the patient's pyloris/duodenal area was dilated using a maxforce tts dilatation balloon. The procedure was successfully completed with this device. Approximately two days after the dilatation procedure was completed, the patient was admitted into the emergency room at another hospital and it was discovered that there was a perforation of the patient's duodenal bulb. The cause of the perforation is unknown, however the physician did not allege any malfunction of the device. The patient was admitted to surgery for repair of the perforation and was reported to be in stable condition post-surgery.

Event description:
It was reported to boston scientific corporation on january 6, 2011 that an esophagogastroduodenoscopy (egd) procedure with dilatation was performed to treat a stricture in the pylorus/duodenal area. According to the complainant, during the procedure, the patient's pylorus/duodenal area was dilated using a maxforce tts dilatation balloon. The procedure was successfully completed with this device. Approximately (B)(6) days after the dilatation procedure was completed, the patient was admitted into the emergency room at another hospital and it was discovered that there was a perforation of the patient's duodenal bulb. The cause of the perforation is unknown, however, the physician did not allege any malfunction of the device. The patient was admitted to surgery for repair of the perforation and was reported to be in stable condition post-surgery.